Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was the biopsy channel of the subject device had leakage during user handling, and water invaded the device. It caused abnormality in electronic components. The event can be detected/prevented by following the instructions for use which state: ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. Moisture ingress was found in the whole instrument, causing irreversible damage to the ccd sensor. In addition, the following non-reportable malfunctions were found during device evaluation: biopsy channel is pierced and leaky leading to fluid invasion in the device, corrosion detected on the print circuit board, universal cord has buckles, plastic distal end cover is cracked, looseness of the venting connector, bending section, adhesive and thread winding has been replaced by third party entity (tprc): ssv, connecting tube has been replaced by third party entity (tprc): ssv, micro connector flexible printed circuit (fpc)-board (mc-pcb unit) has been modified by third party entity (tprc), causing, among others, the breakdown of the ccd sensor: ssv, angulations are out of specification (has been modified by third party entity /tprc): ssv the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had no image. During inspection and evaluation, no image is visible on the lcd screen monitor plus generation of noise without an error message due to the failure of the charged coupled device (ccd) sensor. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.